Manufacturer narrative:
The returned device was evaluated. During investigation the cable failed continuity testing. Foreign materials were observed between the green and yellow conductor solder joints assembly; causing a short. When tested with a known good radical-7 touchscreen and a known good lnop dc-I sensor the "replace sensor" error message was displayed.

Event description:
It was reported that the patient cables yield intermittent readings when sensors are connected. There was no known impact or consequence to patient.